Event description:
According to the reporter, during a sigmoidectomy, when the surgeon fired the device for an end to end anastomosis, no staples deployed. Intestinal fluid and feces overflowed into the abdominal cavity. The patient's abdominal cavity had to be thoroughly washed and the rectum was sutured to make a colostomy. The patient had fever and partial intestinal obstruction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 correction: d4 (unique identifier (UDI) #) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the first photo showed a picture of the anvil post firing. The second photo showed the underside of the anvil with the donut attached. The mylar appeared to have been fully cut. Witness marks on the anvil staple pockets could not be observed from the photo. The third photo showed the handle. The staple cartridge was attached, but the angle of the photo did not allow observation of the staples/pushers. A video was also returned of the handle being placed on the table. No information from the video could be used to confirm the reported condition. It was reported that the staples did not deploy. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sigmoidectomy procedure, when the surgeon fired the device for end-to-end anastomosis, no staples were deployed. Intestinal fluid and feces had overflowed into the abdominal cavity. The patient's abdominal cavity had to be thoroughly washed, and the rectum was sutured to make a colostomy. It was noted that the surgical time was extended by more than 30 minutes. Now the patient has fever and partial intestinal obstruction and the hospitalization has been extended.